Event description:
The lay reporter / pharmacist contacted lifescan (lfs) on 10/14/06 alleging an error 5 on the pt's one touch ultrasmart meter. A medical affairs specialist (mas) spoke to the mother on 10/17/06 and obtained the following info: on the morning of 10/14/06 the pt woke up and tested her blood glucose and obtained a "normal reading." The pt took humalog insulin (for every 15 grams of carbohydrate the pt takes 1 units of insulin). The mother thinks she took 1 unit of humalog and ate a breakfast. Mother does not recall what her daughter ate for breakfast. She did not experience any symptoms when she obtained her morning reading. Around 11:30am the pt and her mother were at the store and the mother noticed that her daughter's eye were sunken in and she started to get "emotional." Due to the way her daughter was acting, it prompted her mother to test her blood glucose. She attempted to test and obtained an error 5. She retested and again obtained an error 5. Mother then went to the pharmacy and purchased new strips and control solution and retested and obtained an error 5 using blood and using a new vial of control solution. Pt told her mother she felt low; so, her mother treated her with juice. Shortly after being treated with juice, the pt felt better. The pt had a back up meter; however, that meter was at school. The pt was not tested on another device. Mother did not seek medical attention, since her daughter felt better after being treated with juice. An error 5 indicates that the meter has detected a problem with the test strips. Possible causes are test strip damage or an incompletely filled confirmation window. The technique of applying blood on the test stirp was correct. The test strips were in good condition and not expired. A field exchange was done with a local pharmacy. Mother did not have pt's meter handy to verify her daughter's blood glucose readings prior to the event. The complaint is being reported because the pt experienced symptoms and was unable to obtain a reading on the meter due to an error 5 message. The pt felt better after being treated with juice. The error 5 message was not resolved via troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.